Manufacturer narrative:
There was no patient injury. The line was leaking and had to be replaced. The lot number was not provided; therefore, the DHR could not be reviewed. The complaint product was returned and reviewed. The area of separation was noted just below the 13 cm marking, and was found to have jagged edges. Based on the jagged, uneven edge present at the area of separation, the breakage was most likely caused by the application of undue force to the catheter. This may have been tensile force being applied to the catheter tubing (for example, the catheter was not placed with a slight bend near the insertion site that acts as a strain relief or the catheter was not secured correctly). It is also possible that the breakage is related to the application of undue pressure. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage.

Event description:
Broke (B)(6) 2016, PICC placed 3/4 in left femoral vein by provider. Documentation of line "leaking" (B)(6) 2016. Dressing changed multiple times. Line assessed by pccu provider and when flushed appeared to be leaking by red port by suture wing insertion area. Removed and replaced. No harm, (B)(6) male baby.